Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) on the homechoice (hc) during the initial drain. The hp stated that they had pressed go and then connected to the patient line. The technical service representative (tsr) explained the alarm to the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. It was reported that the patient had pressed go prior to connecting to the machine. The homechoice at-home patient guide provides proper operating instructions. The guide states that the patient should connect the transfer set to the patient line and open the transfer set prior to pressing go to begin initial drain. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.